Manufacturer narrative:
One tapered screw vent implant was returned for inspection with a fractured healing collar stuck in the drive feature. The implant shows damage at the top portion. The other half of the fractured collar was not returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Healing collars ¿ for use with tapered screw-vent, screw-vent and trabecular metal implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates healing collar fracture during removal, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause could not be determined for this complaint. No immediate corrections are required as this event is not thought to be the result of a manufacturing deviation. Add expiration date and UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with the fractured healing collar. The implant shows damage at the top portion. The healing collar shows signs of extensive wear, and is confirmed to be fractured at the threaded region intersection. The fractured piece is stuck in the implant drive feature. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates healing collar fracture during removal, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause could not be determined for this complaint. No immediate corrections are required as this event is not thought to be the result of a manufacturing deviation. The following sections were updated: date of this report. Manufacturer: email address, phone and fax. Add expiration date and UDI: (B)(4). Office contact - manufacturing site name, email address, phone and fax number. Date received by manufacturer. Follow-up number. Add follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Added device manufacture date. Additional narrative:

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with the fractured healing collar. The implant shows damage at the top portion. The healing collar shows signs of extensive wear, and is confirmed to be fractured at the threaded region intersection. The fractured piece is stuck in the implant drive feature. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates healing collar fracture during removal, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause for the complaint is related to incorrect collar selection. The returned collar and implant do not work together. The implant is intended for 5.7mm implant platform healing collars, such as the hc563 and hc565. This is considered misuse that could lead to the reported event. :

Manufacturer narrative:
Age and date of birth not provided. Gender not provided. Weight not provided. Title and last name not provided.

Event description:
Customer reported that the surgeon placed the implant successfully, but the healing abutment would not seat. When he tried to place a 2nd healing abutment the screw portion broke off and is currently stuck in the implant. On (B)(6) 2017 the sales rep mentioned that the doctor was unable to remove the healing collar and the doctor had to remove the implant and he placed another implant in the same procedure.